Event description:
It was reported that the nurse stated there was an issue with the generator and their arctic sun device lost power. They have tried every outlet in the room and the device powers on for a few seconds then powers off completely. Unfortunately, they have already tried the troubleshooting that they would have offered (trying a new outlet). They will locate another device for therapy, they think they have one available. Confirmed they can adjust to cool for the remaining hypothermia time of 6 hours. Offered to stay on and help, but they declined. Per follow up information received via phone on 02jul2025, spoke with nurse who confirmed patient was moved to a second device and the original device was sent to the biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They have tried every outlet in the room and the device powers on for a few seconds then powers off completely. Unfortunately, they have already tried the troubleshooting that they would have offered (trying a new outlet). They will locate another device for therapy, they think they have one available. Confirmed they can adjust to cool for the remaining hypothermia time of 6 hours. Offered to stay on and help, but they declined. Per follow up information received via phone on 02jul2025, spoke with nurse who confirmed patient was moved to a second device and the original device was sent to the biomed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated there was an issue with the generator and their arctic sun device lost power. They have tried every outlet in the room and the device powers on for a few seconds then powers off completely. Unfortunately, they have already tried the troubleshooting that they would have offered (trying a new outlet). They will locate another device for therapy, they think they have one available. Confirmed they can adjust to cool for the remaining hypothermia time of 6 hours. Offered to stay on and help, but they declined.